Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a procedure in the esophagus, performed in 2009. According to the complainant, during the procedure, the physician could hear the "click" when the handle was rotated but the bands would not deploy. He tried three times. The device was removed from the pt, the pt was re scoped and the procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a procedure in the esophagus, performed on (B) (6) 2009 (patients weight is unknown). According to the complainant, during the procedure, the physician could hear the "click" when the handle was rotated but the bands would not deploy. He tried three times. The device was removed from the patient, the patient was re scoped and the procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this report is a supplement to manufacturer report # 3005099803-2009-06241.

Manufacturer narrative:
A visual examination of the returned device found that the trip wire had been cut into 2 pieces. One end was attached to the deployment thread and ligator head. The other was attached to the handle. It was noticed that the trip wire was not properly cinched into the handle slot and not properly wound around the drum. The deployment thread is intact with 3 knots indicating deployment was attempted and the thread is attached at the distal end of the trip wire. Inspection of the ligator head found that all 7 bands remain partially deployed on the ligator. The teeth of the ligator showed damage. Functionally, they were unable to manipulate the returned thread to deploy the remaining bands on the ligatore head. The thread broke during an attempt to deploy the bands. The most probable root cause has been determined to be user error as evident by the trip wire not being properly cinched into the handle slot and not properly wound around the drum. (B) (4)

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.